Event description:
The patient call in to inquire what to do with their bad lead. Attempts to clarify what was meant by "bad" lead were unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.